Event description:
(B)(4). After I got the device inserted I have had nothing but complications. I get random bleeding severe pain where I cant exercise. Painful sex and I get pain that stops me in my tracks.